Event description:
Sorin group rec'd a report that the 3t heater-cooler did not heat adequately during a procedure. There was no report for pt injury.

Manufacturer narrative:
Sorin group (B)(4) mfg the heater-cooler sys 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group rec'd a report that the 3t heater-cooler did not heat adequately during a procedure. There was no report of pt injury. The investigation is ongoing. A f/u report will be sent when the investigation is complete.

Manufacturer narrative:
Sorin group (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the 3t heater-cooler did not heat adequately during a procedure. The heater cooler was removed but the replacement failed to meet the target temperature too. The report indicated that the 3t units were received new but had not been used for 6 weeks. After the case all the heater coolers (3) at this facility were drained. The water had a green residue. After the units were rinsed and refilled, the units heated properly. The facility has not had any further issues. The service representative could not reproduce the problem after the unit had been cleaned by the facility. Sorin group (B)(4) stated that the residue coming out of the unit caused a blockage which caused the reported problem. No nonconformities were noted during manufacturing record review. The issue will be monitored for trends and if identified, corrections will be recommended.